Event description:
It was reported by the sales rep that the embol-x, exgf24d package was received with a hole in it. The event date was (B)(6) 2013. No patient contact was made.

Manufacturer narrative:
Device evaluation is currently under way.

Manufacturer narrative:
It was reported by the sales rep that the exgf24d package was received with a hole in it. The event date was (B)(6) 2013. The device is to be returned with packaging. No patient contact was made. Evaluation: visual inspection of the returned product found a hole in the sterile packaging. The complaint was confirmed with no evidence of non conformities or labeling inadequacies. The root cause cannot be determined for this complaint. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.